Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown) a spark was seen underneath the electrode pad upon discharge. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The event electrode pads were returned to zoll medical corporation for evaluation. Visual examination of the electrode pads found an excessive amount of hair and other debris. Our investigation has concluded that the reported malfunction was a result of poor patient preparation prior to the application of the electrodes. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact to prevent potential arcing and skin burns. Analysis for reports of this type has not identified an increase in trend.